Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of visualization of particles in device and lightheadedness, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of lightheadedness, dizziness, and headaches. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was observed in this device. Ra 314131497 (CPAP) pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Presence of sound abatement degradation was confirmed using a fitt (foam integrity test tool). Pil was able to confirm the presence of degraded sound abatement foam in the device. Secondary findings: 0 errors logged. Unknown dust-like contamination and hairs/fibers at the top enclosure near the sd card and modem accessory port, the air inlet, inside of the iso (international organization for standardization) port, inside if the bottom enclosure, and on the motor. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged lightheadedness, headache. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.